Manufacturer narrative:
A company service representative examined the system and observed the system is not recognizing the footswitch. The host module was replaced and preventive maintenance was done. The system was then tested and met all product specifications. Samples are being returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "diathermy not working" (no code available). A customer reported the diathermy was not functioning during surgery. The system was switched out and the surgery was completed. There was no patient harm or procedural changes reported.